Event description:
The iab leaked. The following info was provided to datascope on 6/25/97: the dr was unable to aspirate blood through the inner lumen. The iab was remove and a second was inserted. Event complications: unk - rpt'd 6/11/97; none - rpt'd 6/25/97. Pt current status: doing well - rpt'd 6/25/97.

Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Position 3: 1701. Evaluation: the iab was received intact for evaluation with blood noted on teh balloon's exterior surface. The membrane was noted to be completely unfolded. Laboratory examination revealed no defects in the returned iab. The iab inflated and functioned normally when attached to the system 90 iabp in the lab. No alarms were triggered. Examination of the inner lumen revealed it to be patent. A trace amount of blood was noted within the inner lumen but it did not contain any clots. As a test, water was aspirated through the inner lumen with no abnormal resistance encountered. A laboratory .032" guide wire easily passed through the lumen with no abnormal resistance encountered. The inner lumen was within datascope's mfg specifications. Probable cause of difficulty: no defect was found in the iab or inner lumen. It is not possible to determine the exact cause of difficulty based on the given event description or laboratory examination. The dampening of the pressure waveform or the inability to aspirate via the inner lumen indicated that the inner lumen may have become occluded in some way or that the inner lumen may have kinked within the pt. It is possible that the tip of the iab was within a subintimal space, that the tip lay against the arterial wall occluding the inner lumen, that the iab tip or inner lumen was temporarily occluded by clotted blood, or that a kink, possibly due to a severe vessel tortuosity, caused the loss of the pressure waveform or the inability to aspirate. Datascope's instructions for use state: "a fast forward flush is recommended hourly to help maintain patency of the central lumen. Always aspirate 3 cc. Initially if the central lumen aortic pressure line or the central lumen becomes dampened. If resistance is met upon aspiration through the inner lumen, consider the lumen to be occluded. Discontinue use of the central lumen by placing a male luer cap on the female luer fitting. Do not manually flush the central lumen with a syringe."